Event description:
It was reported that the user experienced hyperglycemia while using the ilet after disconnecting from the pump for a bath, with blood glucose rising from 273 mg/dl on sensor to 259 mg/dl during the call and confirmed at 226 mg/dl by fingerstick, and later returning to 149 mg/dl and remaining in range; troubleshooting and education were provided, and no alerts or alarms were reported. Symptoms included elevated blood glucose without additional clinical manifestations. Outcomes included transient hyperglycemia that resolved with continued monitoring. Investigation included review of available device data and user reports. Investigation of this case revealed no device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event was user-related in the context of pump disconnection, with cause of hyperglycemia not fully determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.